Event description:
It was reported that pt was being transferred using a hoyer lifter, when pt was dropped due to nylon washers being worn away. This caused a metal to metal contact, resulting in the wearing away of the nut.